Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure in 2006, and since then the patient has had numbness down her right leg as well as an electrical shock type feeling in her hips. The condition has improved somewhat with physical therapy but is still prevalent. Follow-up information indicates that the patient has since undergone physical therapy with some relief of pain but is still left with significant numbness in her leg, though no motor deficit, and still some degree of bothersome pain.